Manufacturer narrative:
The bvvi reset observed in the field was confirmed via review of the device image. The device was detected in backup vvi mode due to a power-on reset (por). The por was caused by an unregulated internal supply voltage, vref. The unregulated vref could be the result of an intermittent capacitor c9¿s connection in the hybrid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogated revealed the device was in back-up vvi (bvvi) due to power on reset. During bvvi the patient experienced phrenic nerve stimulation. The event was resolved by explant and replacement, and the patient was in stable condition.